Event description:
Steripath micro 20ml syringe with 21-gauge blood collection system. Needle cover fell off in packaging, leaving the needle uncovered. Ref 4020-21ut-en, sn (B)(6), lot 5009752, expiration date [redacted date], infor# (B)(4). Product and packaging sequestered, never used on patient. The staff triggered the safety mechanism on the needle to retract it to prevent a needlestick injury from handling. It was in the package without the needle retracted. [Redacted date] - rep contact information identified; emailed rep. [Redacted date] - RMA/mailer received. [Redacted date] - sample shipped fed-ex. Manufacturer response for micro 20ml syringe, steripath micro 20ml syringe with 21-gauge blood collection system (per site reporter). [Redacted date] - rep contact information identified; emailed rep. [Redacted date] - RMA/mailer received. [Redacted date] - sample shipped fed-ex.